Manufacturer narrative:
Device received with all buttons responding properly. No stuck button alarms noted. Device passed self test and displacement test. Device received with corroded electronic assemblies and corroded motor home switch..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm and they were not able to clear it because buttons were not responding anymore. The customer blood glucose level was 83 mg/dl. Customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.